Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported: the surgeon was using the 2.5mm drill bit, sku 542021, and while he was drilling in the far cortex of the medial distal tibia, the drill bit broke at the junction of the cutting flutes and the shaft of the drill. It seemed that the drill bit was too flexible and would not penetrate through the cortex. From that force and curvature of the bone, the drill bit broke at the site listed above. No additional information is available.